Event description:
It was reported via repair work order that footboard had intermittent power due to damaged footboard. It was also reported that there was no power to bed due to power cord plug was missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.